Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number (B)(4): same meter serial number, different test strip lot number. Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern, able to contact customer¿s son who stated he did not receive it. Advised that the item was picked up at the post office at 11:24 am on (B)(6) 2022 in (B)(6). Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 313, 446 and 392 mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-150 mg/dl and expected 2 hour post meal expected blood glucose test result range is 130-160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting (3 hours post meal) and produced test result of 399 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/15/2023 and open vial date is 12/16/2022. The meter memory was reviewed for previous test result history: result 1: 313 mg/dl date: (B)(6) 2022 time: pm 2 hrs. After meal. Result 2: 446 mg/dl date: (B)(6) 2022 time: pm 2 hrs. After meal. Result 3: 392 mg/dl date: (B)(6) 2022 time: pm 2 hrs. After meal.

Manufacturer narrative:
Sections with additional information as of 14-feb-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.